Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12638. It was reported that removal difficulties were encountered. The target lesion was located in a vessel in the right leg. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced over the mailman guide wire; however, during introduction, the device became stuck with the wire. The devices were completely removed and the procedure was completed with another wire and another balloon catheter. No patient complications were reported and the patient's status was fine.